Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of the insulin pump are hard to press. The customer's blood glucose level was unknown at time of incident. The customer also reported that the scratches on the screen and received unexplained no delivery alarm. The insulin pump will not be returned for analysis.